Event description:
A customer reported a malfunction on their pump with a malfunction code displayed as malf 12. There was no adverse impact to the customer¿s blood glucose level as it was confirmed not to have exceeded 500 mg/dl. Customer support provided instructions to reset the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was instructed to contact support again if the malfunction reoccurs and acknowledged this guidance.